Event description:
Information was received indicating that a smiths medical pump was presenting with a cassette not attached properly alarm when removing cassette. There were no reported adverse events. There were no patients present at the time of the event.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, error "cassette not attached properly" was duplicated when latching cassette to device. It was noted faulty downstream sensor was the cause of the reported issue. Service replaced the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.